Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the lead was not returned for analysis.

Event description:
It was reported that the patient had cellulitis of chest wall due to infection. The patient's pacemaker, the right atrial lead, the right ventricular lead and the left ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The lead was returned, and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.